Manufacturer narrative:
This report was sent in error as this ticking sound would not cause or contribute to a death or a serious injury if it were to recur, also to provide the results of the final investigation. Updated fields: d8, d9, h4, h6, h11 corrected fields: b5, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: there was instances of failure to turn on the lamp with a ticking sound.

Event description:
It was reported that xenon light source lamp on ticking. The issue occurred during se up and inspection before patient in room. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.